Event description:
It was reported that the lead was associated with bad electrodes, elevated impedance, a bad connection on lead 0-7, and an impedance value of 40000 on lead 0-7. Impedance testing confirmed the high impedance value, and the lead with elevated impedance was explanted. Troubleshooting included switching to 8-15 in wens, but the issue persisted. The issue was resolved with the removal of the affected lead during implant replacement. No patient complications have been reported as a result of this event. Manufacturer representative (rep) indicated they would provide any additional information as it becomes available.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2017; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.